Event description:
The customer reported that the workstation would not boot. There is no report of patient injury.

Manufacturer narrative:
A ge servicer rep performed an onsite investigation. The single board computer was replaced. The system was then found to be operating as intended.